Manufacturer narrative:
(B)(4). Batch # n5520w. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please describe the problem the device presented at the time of shooting? When the problem presented, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? When the problem presented, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? What color cartridge was being used? The analysis results found that the ats45 device was received with the firing mechanism damaged and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/2 and with the reload lockout spring damaged. In addition, cartridge b was received, 6r45b, n54u6d, partially fired 1/4, lockout damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported by the affiliate that during an appendectomy procedure, the device presented a problem at the time of the shooting. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned. (B)(4).